Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Medical records were provided and reviewed by a health care professional, valgus laxity was noted in extension and 20 degrees flexion, some degree of mcl injury noted and improved stability noted with size 7 insert. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 ¿ oxf uni tib tray sz c lm PMA item#154722 lot#unknown. Oxf twin-peg cmntd fem sm PMA item#161468 lot#unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due mobile bearing dislocation. During the revision valgus laxity was noted in extension and 20 degrees flexion. The mobile bearing was replaced without complications. Due diligence is in progress for this complaint; to date no additional information or product has been received.